Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported this morning at 4am they went to take a bolus, and the handset went to "search for the pump, and nothing was on the screen except the round circle with slashes going around". The patient states they shut the phone off and on 4 times before they were able to connect to pump and deliver their bolus. The patient then states they got a "red message that said to restart the phone". The patient confirmed they were able to get connected this morning and while on the call and see their lockout time. The agent reviewed best connection practices with patient and the patient stated since they had their handset replaced it has been "a lot" quicker. Additional information was received from the patient who reported that when they first received the handset it was taking seconds to connect for bolus but now it¿s taking 5-6mins to connect. The patient stated they get 14 bolus a day. The agent assisted the patient with clearing the data and reviewed device function.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial#: unknown, product type: software. Product ID: hh9020tdd, serial#: (B)(6), product type: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.